Manufacturer narrative:
The insulin pump was received with unresponsive buttons followed by an unexpected constant audio alarm due to corroded lcd board. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked display window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 336 mg/dl. Customer's mother didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.